Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer was experiencing high blood glucose. The customer's blood glucose was 460 mg/dl. Customer treated their blood glucose with a manual injection. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found the customer was able to prime only 6.2 units on their insulin pump. Troubleshooting was not completed as the customer declined to perform a high pressure test. The customer was advised to monitor their insulin pump. No additional information provided.